Event description:
While spiking for a new IV bag, the doctor found a plastic piece on top of the spike. The doctor then stopped using the line, and restarted IV with new line and bag.what was the original intended procedure?IV.device #1is this a laboratory device or laboratory test?no.